Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: the customer reported about a dust-like fm found in tube.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: the customer reported about a dust-like fm found in tube.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 03-may-2022 h.6. Investigation: bd received 1 sample and 4 photos from the customer in support of this complaint. A visual examination of sample and photos was performed and revealed foreign matter on the inside of the tube. There has been increased awareness for cleanliness and the reduction of foreign matter and, bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.